Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to suspected fracture resulting in abnormal impedance, increased number of fast nst short interval and noise. A new lead was added. Should additional information be received, this file will be updated.